Event description:
Serious injury involving one person. A report was received that a patient was dispensed a pair of focus night & day lenses in 2002. Pt began wearing the lenses in 6/2002. Two and a half weeks later, the patient went back to the office due to increased discomfort, and was diagnosed with an ulcer located right eye at 6 0'clock central. No culture was performed. No information was maintained in the doctor's file regarding treatment options prescribed for care of the ulcer. The patient's visual acuity has returned to 20/20 with no residual scarring noted in the chart. The patient was released in 7/2002 with no re-check scheduled.